Event description:
It was reported that the patient experienced fatigue suspected to be due to loss of pacing on the device resulting in arrhythmia. Additionally, the device was unable to be interrogated. The physician suspected premature depletion of the battery. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of pacing, unable to interrogate, and premature discharge of battery could not be confirmed. Interrogation of the device indicated battery voltage and current within normal range when received. Visual inspection of the device and header attachment area did not find any anomalies. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, output verification and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.